Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of choroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced choroidal effusion, hemorrhage or mixed effusion hemorrhage: other in the unknown eye against the xen®45 gts. Treatment is noted as monitor closely. Event is unresolved/stable. Seven days later, clinical patient experienced bleb leak. Treatment is noted as decrease steroid and continue besivance. Event is noted as condition is improving with currently monitor but has resolved with improved iop.